Event description:
It was reported that the vns pt was being referred for explant due to the mother no longer wanting implanted as she did not believe that the therapy was efficacious for the pt. It was also mentioned that the pt's device had migrated under the arm and the generator could not be communicated with. The mother has requested that at the time of explant that the device not be replaced. A search performed in the manufacturer's programming history database indicates that the device is likely at an eos condition, but this has not been confirmed by the physician. Last known diagnostics performed on (B)(6) 2006 were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.